Event description:
It was reported that patient presented with a reported sustained arrhythmia. No identified device malfunction or allegation against the patient's pacemaker was reported. No further patient consequences were reported.